Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that crossing difficulties occurred. The 92% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 32 x 3.00mm promus premier drug-eluting stent was advanced for treatment. The stent was unable to cross the lesion event after multiple attempts. The device was removed, and the procedure was completed with another stent. There were no complications reported post procedure. However, returned device analysis revealed stent moved on balloon.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis finding: the promus premier ous mr 32 x 3.00mm stent delivery system (sds) was returned in boston scientific site for analysis. A visual and tactile inspection identified no issues with the hypotube shaft, but a kink was identified in the midshaft, 1.5cm proximal to the guidewire exit port. A stent damage was also visually identified. A microscopic examination of the stent damage noted that the stent struts were pulled distally over the distal tip and bunched. The proximal section of the stent moved distally on the balloon as a result. A microscopic examination of the balloon material identified no tears, pinholes or damage. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A microscopic examination of the proximal and distal markerbands identified no damage. The distal tip showed no signs of damage. No other device issues were identified during returned product analysis. Device history record review: it was confirmed that this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition as it is most likely that anatomical factors (92% stenosed, moderately calcified and mildly tortuous) were met which resulted in the reported event. It is not possible to test the device for navigation through patient anatomy, the complaint event cannot be recreated. This code was selected as the most probable complaint cause based on the information available. The stent most likely encountered resistance or anatomical constraints during withdrawal after the failed attempts to cross the lesion site, which led to the unreported stent damage which resulted in the repositioning of the stent's proximal section. The unreported kink in the midshaft is indicative of excessive force being applied to the delivery system however, at which stage of the procedure it occurred (during procedure/handling post procedure) cannot be established.